Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic chole procedure, while on ligation of vessels, surgeon fired the clip applied one time without any issues, but all subsequent attempts to fire the clip applied yielded no clips as the device appeared to be empty. Another clip applier was used to complete the case. There was no patient injury.